Event description:
One actual sample was returned for evaluation for the condition of no flow, and was confirmed. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Manufacturer narrative:
The sample was discarded by the customer; therefore, a product evaluation will not be performed. A follow-up report medwatch will be submitted if any additional information becomes available. (B)(4).

Event description:
Customer reported leakage right above the upper stopcock where the tubing would be bonded to the stopcock. The reported condition occurred during patient use. No patient injury or medical intervention occurred. The exact date of when this condition occurred is unknown; however it occurred in the timeframe of the past 2 months. This is report 1 of 3 received with the same reported problem from this facility.